Event description:
It is reported that after the revision, pt is experiencing pain and swelling since surgery. About a month ago, fluid was removed from his knee. Pt would like to know if parts have been subject to recall.

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.